Event description:
The customer reported via phone call that she was not receiving enough insulin. Customer's blood glucose level was 425 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.